Manufacturer narrative:
Through the course of the investigation, no issue was identified with the complaint kit lot (00616z). A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
A us customer alleged the generation of false positive results for sars-cov-2 and flu b when testing with the cobas liat sars/flu test on cobas liat analyzer, serial ID (B)(4). Retest of the same sample (nasal swab collected with the teknova media collection kit) with a competitor test (cepheid) generated negative results for all targets. The sample was retested because the result came back positive for both sars and flu b channels. The policy of the customer if more than one channel is positive is to re-test on another liat first and then confirm results with another FDA approved test. As far as the client is aware this sample was just tested on the one liat analyzer and then the cepheid. This test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd universal viral transport system (uvt) or thermo fisher scientific remel media,or 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. No harm or injury was indicated. Through the course of the investigation, no issue was identified with the complaint kit lot (00616z).

Manufacturer narrative:
The curves for the alleged sample were reviewed and baseline abnormalities were observed, resulting in false positive calls for flu b and sars-cov-2. A systems assessment found symptoms indicating that contamination may have been introduced into the system in one of the two previous runs. However, it is unclear if this disturbance is the root cause of the reported false positive results. After the alleged run, the disturbance disappears and no additional baseline abnormalities are observed in subsequent runs. There is no evidence of a persistent problem with the analyzer (sn (B)(4)). No issue was identified with the complaint kit lot (00616z). (B)(4).